Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient's blood glucose level was 13.2 mmol/l at 7:30am. She gave herself a bolus of 2 units of insulin and had and espresso. At 12:00pm her blood glucose level was 19 mmol/l. The patient switched to her backup infusion device. That same day, her doctor increased her daily basal rate from 17 units of insulin to 19 units of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).